Manufacturer narrative:
Additional information for h4: device manufacture date ¿ the lot was manufactured between march 12, 2021 and march 13, 2021. H10: the device was received for evaluation. A visual inspection was performed, and a defect was observed at the bottom left corner of the bag near the weld. Functional leak testing was performed, and it was noted that there was a leak from the bottom left corner in the back of the bag. A magnified visual inspection was also performed, and a tear/hole was observed in the bottom left corner of the bag above the shoulder port weld area where the leak occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the bottom left corner. This issue was identified after compounding. There was no patient involvement. No additional information is available.